Event description:
The non-rechargeable implantable neurostimulator was programmed to deliver therapy as follows: program 1:6 active electrodes, amplitude 8.8 volts, pulse width 450 microseconds, rate 60 hertz, therapy impedance 130 ohms. Program 2:3 active electrodes, amplitude 8.2 volts, pulse width 450 microseconds, rate 60 hertz, therapy impedance 300 ohms. Two weeks after implant, the pt experienced a sudden loss of stimulation therapy and was seen in clinic. A battery end of service message was noted. The computer-generated battery longevity estimate was 1-2 months. Replacement surgery was scheduled. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).